Manufacturer narrative:
The suspect device did not return for evaluation. The complaint could not be confirmed and the root cause could not be determined. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect unit is not expected to return. A follow up will be submitted when the evaluation is complete.

Event description:
During a maude database search a complaint from 2013 was found and was unable to be identified in merit's internal complaint database. No account information was available in the maude database. The maude report states that the tip of the snare broke off and was stuck in the coil. The broken portion was able to be removed. Patient incurred additional procedural time.